Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Based on the communication provided there was no response from the customer after attempting to obtain additional information regarding repair of the iabp unit. If any pertinent information is received in the future, a supplemental report will be sent. H3 other text : device not available for evaluation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) printer is no longer working after several troubleshooting attempts. The pump will remain on the patient and once therapy ends and removes from the patient, it will be sent to their biomed department. There was no patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.